Manufacturer narrative:
The reported complaint was not confirmed and it cannot be determined if the device met specification when released, as the device was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device dfu. As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint. Non-reportable rationale: based on further review, the reported event description, the subject flow diverter failed to open but was recaptured by the operator and successfully removed from the patient¿s body. The physician did not take any action/ intervention due to this event. There was no reported permanent impairment of a body function or permanent damage to a body structure, no medical or surgical intervention to prevent permanent impairment of a body function or structure was performed and the event was not life threatening. There was no information to reasonably suggest that this type of malfunction would likely cause or contribute to a death or serious injury if the malfunction were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the subject device.

Event description:
During the procedure, it was reported that the flow diverter could not open inside the patient. So the physician removed the flow diverter and finished the procedure with another device. In addition, it was stated that the patient's anatomy was very tortuous and physician had problems with accessing. No clinical consequences reported to the patient.

Event description:
During the procedure, it was reported that the flow diverter could not open inside the patient. So the physician removed the flow diverter and finished the procedure with another device. In addition, it was stated that the patient's anatomy was very tortuous and physician had problems with accessing. No clinical consequences reported to the patient.

Manufacturer narrative:
D4 lot #: updated to "unknown" based on additional information received on (B)(6)2019. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available the exact cause for the reported event cannot be determined.

Manufacturer narrative:
The neurovascular stryker surpass evolve device is not currently not approved or commercially sold in the USA. The event for the surpass evolve device was filed to FDA as a similar product to stryker device surpass streamline device that is commercially available in the us (PMA # p170024). See section 4.11.3 guidance for industry and food and drug administration staff, november 8, 2016. The subject device is not available.

Event description:
During the procedure, it was reported that the flow diverter could not open inside the patient. So the physician removed the flow diverter and finished the procedure with another device. In addition, it was stated that the patient's anatomy was very tortuous and physician had problems with accessing. No clinical consequences reported to the patient.